Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, the sheath was difficult to split, however, the clip was deployed successfully. Resistance was also experienced during device removal, but the physician did not need to use the access ports. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient described as non-obese. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned fully clip deployed. Evaluation of the returned device revealed a fully slit sheath; however, the sheath was slightly shredded and torn. The locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset when the clip was fired directly resulted in difficult device removal as reported. The returned condition of the device indicated that the access ports were not utilized to facilitate the device removal. The probable cause for the shredded and torn sheath is tight tissue tract. Instead of the tubeset sliding easily within the sheath during the thumb advancer deployment, tissue compression forces may cause the garage leaves of the tubeset to become disrupted and puncture into the sheath and shred it, resulting in difficult splitting the sheath as reported. The probable cause for the bent locator wings that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the device removal. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.